Event description:
Customer reported that the display of the pump illuminated but remained black, rendering it unreadable and affecting interaction with the device. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode. The customer was informed to return the defective pump using a pre-paid label within 10 days and planned to continue using the current pump as a backup therapy.